Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject ((B)(6)) had fallopian tube occlusion insert (batch no. 893019) inserted. The report describes a case of fatigue ("fatigue"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 4 years 8 months after insertion of fallopian tube occlusion insert, the subject experienced fatigue (seriousness criterion intervention required). The subject was treated with surgery (removal of essure devices). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the fatigue outcome was unknown. The investigator considered fatigue to be related to fallopian tube occlusion insert. The reporter commented: the physician had no adequate visualization of left tubal ostia, however both essure devices were inserted with 3 (left side) and 4 (right side) trailing coils in uterus. Essure was removed by subject request, both devices were intact in fallopian tubes. The investigator mentioned (B)(6) 2017 as stop date of event. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2017 for the following meddra preferred term: fatigue - analysis in the global safety database revealed 234 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 893019) inserted. The report describes a case of fatigue ("fatigue"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 4 years 8 months after insertion of fallopian tube occlusion insert, the subject experienced fatigue (seriousness criterion intervention required). The subject was treated with surgery (removal of essure devices). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the fatigue outcome was unknown. The investigator considered fatigue to be related to fallopian tube occlusion insert. The reporter commented: the physician had no adequate visualization of left tubal ostia, however both essure devices were inserted with 3 (left side) and 4 (right side) trailing coils in uterus. Essure was removed by subject request, both devices were intact in fallopian tubes. The investigator mentioned (B)(6) 2017 as stop date of event. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: fatigue - analysis in the global safety database revealed 245 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.